Event description:
Per the clinic, the patient experienced recurring infections at the implant site; the patient was treated with antibiotics (type, date and duration not reported). Subsequently on (B)(6) 2015 the patient underwent a procedure to have the abutment removed and a new attract magnet system was implanted.

Manufacturer narrative:
(B)(4). The implanted device remains in-situ.